Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise being oversensed which resulted to asystole greater than 2 seconds. The health care professional (hcp) noticed noised being observed in non-sustained episodes. Boston scientific technical services (ts) concurred with hcp that there was some isolated noise in most recent non-sustained episodes which occurred close together. Shock morphology also changed slightly. Ts discussed troubleshooting. Additional information was received indicating that the cause of the observation was not determined. At this time, the rv lead remains in service. No adverse patient effects were reported.